Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformance's were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device fell apart in two pieces and it failed visual inspection. It was further observed that two pins were missing and there were barely traces of glue detected on the relevant surfaces of both parts. It was observed that the nose front ending showed signs of sharp edges, which was an indicator for heavy usage or lack of maintenance. The nose cone showed traces of shorn off pins, and foreign substance. It was further determined that the device failed pretest for visual assessment. It was noted in the service order that the attachment was unable to be fully seated due to a missing component. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.